Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had two error alarms. Blood glucose level at the time of the incident was 43 mg/dl. Low blood glucose troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test and self test. Pump was returned for pump error (B)(4) . Format history file analysis confirmed pump error (B)(4) due to software error. Unit received with cracked retainer, minor scratched display window and scratched case.